Event description:
A hospital reported that 4 seals from rt040 full face masks had separated from the mask bases in the packaging. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep, the complaint device was not returned and not lot number was provided. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. We currently anticipate that we will be implementing an added silicone adhesive step (to apply the adhesive between the silicone facial seal and the plastic mask base) in our production process imminently. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.045%.